Event description:
During shift change report oncoming rn discovered that a programmed fentanyl drip was completed at 0400 instead of programmed infusion completion of 1830. The drip and drug was started at 1830 previous day. Pump turned over to biomedical engineering. Biomedical determined that pump did not allow the user to select between a 1cc luer lock and 3cc syringe as programmed into the pump. The pump delivered the fentanyl in the 1cc luer lock syringe program with a 3cc syringe loaded. Biomedical noted the pump would not allow a syringe selection prompt to the user as required in the pump software program. Pump held in biomedical for testing and analysis.======================manufacturer response for syringe pump, programmable, medfusion (per site reporter).======================manufacturer is providing follow-up and device will be returned to them for analysis.